Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81486.

Event description:
The patient called to report weak signal and lost sensor alarms. The patient stated that she has to press down on the site in order to get it to communicate. The patient also stated that she was hospitalized due to blood glucose levels. Nothing further was reported.